Event description:
It was reported that the patient received a line blocked alarm early in the morning and again prior to calling patient services, and after changing the infusion set the cannulas were found to be bent. The patient reported placing the infusion sets on the left hip and abdominal area. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.